Manufacturer narrative:
The device has been received and is pending an investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's device became very hot while her daughter was at school. There were no prior issues or concerns with the device. No patient injury occurred. The new device was received and the patient's mother confirmed the old device was sent back for investigation.

Manufacturer narrative:
In the case description, the user states that the device battery had been overheating. The device was returned with a battery. The device powered on with the returned battery. Upon powering up the device, the startup sequence was shown, indicating the device was reset to the factory settings. The device was taken through the startup sequence. No log files were available from the date of occurrence but log files from previous dates were downloaded. The device battery was not observed to overheat when plugged into a charger. Inspection of the log files show that the device battery did get warm when charged by the user, but stayed within the temperature specifications. However, it could not be determined if the device overheated on the date of occurrence due to log files from that date being unavailable. Based on the investigation, the device was found to function as intended.